Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional and visual testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "no disposable" alarm message during the investigation. The downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.